Event description:
A nurse was called into a pt's room where the pt was bleeding heavily from the IV area. The nurse donned an exam glove from the dispenser box and started to apply pressure. After being exposed to the pt's blood the nurse realized that the index finger on the glove was missing. The pt has been confirmed to have hepatitis c. The nurse washed their hands immediately after the incident, and their skin was intact. A follow-up two weeks later at the hosp did not reveal any medical issues.